Event description:
A journal article was reviewed that contained information regarding a left ventricular lead model. Multiple patients were referenced. The failure modes noted in the article were systemic infection, local infection, difficult extraction and dislodgment/migration leading to loss of effective resynchronization therapy. All of these leads were explanted. Further follow up did not yet yield any additional relevant information regarding these events. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial numbers, the manufacturing date cannot be determined. Without serial numbers at this time for the 12 different patients there is no way to know if this information has been reported on another medwatch report. Maytin m, carrillo rg, baltodano p, et al. Multicenter experience with transvenous lead extraction of active fixation coronary sinus leads. Pace pacing clin. Electrophysiol. June 1 2012;35(6):641-647.